Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014, which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and gi symptoms. Follow up 06.aug.2014: case upgraded from non-incident to incident. Follow up information received from physician. Patient's data were updated, including her age: (B)(6) years old. Essure indication was reported as sterilization. Physician reported that patient came to office on (B)(6) 2014 complaining of gi-like (gastrointestinal) symptoms. There was no treatment at that time. Patient came back to office on (B)(6) 2014 and she developed fever and she was referred for admission to the hospital. She was given triple antibiotics IV (intravenous), and was discharged from the hospital on (B)(6) 2014. Her diagnosis was acute salpingitis. The patient was quite upset and she did not expect the hospitalization. Patient has still been using the essure. Physician would like to know about additional information to give to the patient. No further details were provided. Ptc investigation result was received on 22-aug-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported event is not indicative of a quality defect per se. No batch number was reported. Without this information, neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information received on 22-aug-2014. New reporters were added. Patient´s initial was updated. The patient´s (B)(6). She did not smoke and occasionally used alcohol. She had 2 children and had no known allergies. Her mother had a (B)(6). She received the following concomitant medications vitamin d3, cetirizine for allergy symptoms, vitamin b12, doxycycline and zyrtec. She was prescribed for hydrocodone-acetaminophen, hyoscyamine, ondansetron and ibuprofen prior to procedure. On (B)(6) 2014, essure was inserted with intra-myometrial block of 10cc of 1% xylocaine. The findings were normal with excellent visualization. After placement, 3 trailing coils were seen on right and left tube. Patient tolerated procedure well and was discharged in stable condition. Patient described a mild pain 15 minutes after procedure. Few days after, she started to feel abdominal issues like bloating and constipation. On (B)(6) 2014, the problems persisted and got worse. The patient also complained about anorexia, nausea and spotting. She received tylenol and motrin. On (B)(6) 2014, the discomfort turned into pain and fever up to 103 degrees and on the evening of (B)(6) 2014, it was excruciating painful. On (B)(6) 2014, she visited her doctor, a blood work and an ultrasound were done and it was determined that she had an infection and was admitted to hospital for treatment. Acute salpingitis was diagnosed. On (B)(6) 2014, her systolic blood pressure was low (90mmhg). White and red blood count cell, hematocrit and hemoglobin were depressed. Neutrophil and monocyte count were elevated. Polychromasia and ovalocytes were present (+1). On (B)(6) 2014, she was discharged from hospital. She was using depo provera after essure placement and before confirmation of occlusion. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-years-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced acute salpingitis. She was hospitalized and treated with intravenous antibiotics. Reporter causality assessment was not provided. This event was considered serious and an incident due to hospitalization. It is listed according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes (salpingitis) and ovaries. While essure system is sterile, it may, due to a bacterial contamination during insertion become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, given the positive temporal relationship, the event acute salpingitis was considered as related to essure therapy. It was also reported that patient experienced mild pain 15 minutes after procedure (non-serious, listed and related - non-incident). A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.